Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated beginning (B)(6) 2017 (357- 481 mg/dl). Boluses via the pump, site changes and manual injections were delivered by the contact to address elevated bg level. System check during troubleshooting with tandem technical support revealed that the pump was delivering insulin as expected and the customer forgot to complete a part of the fill tubing process prior to connecting to the site. The customer's site was successfully changed and insulin delivery resumed.